Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was in the emergency room and the insulin pump was not working. The caller was trying to get a hold of the local representative, but was unable to. Offered to troubleshoot the insulin pump to make sure it was working properly, but the caller declined, and stated she would call back. Nothing further was reported.